Event description:
Upon demonstrating rolling walker to issue to patient for home, noted to be defective requiring excessive force to close right- hand side. Replaced with a new walker, which functioned appropriately.